Event description:
It was reported the pt presented to the ER with respiratory depression. No other symptoms, treatments or interventions were reported. It is unk if the event was related to the intrathecal drug delivery sys. Add'l info has been requested, but was not available on the date of this report.